Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the ghost cubie that was physically out of the cabinet but displayed as empty in cubie admin. A technical support specialist (tss) used structured query language (sql) to remove the cubie from the system, then guided the user to reinsert it and perform a cycle count, confirming proper functionality. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie kept ejecting, when a medication was issued, the drawer opened and the cubie (01 02) was found ejected and attempts to reinsert it resulted in repeated ejection. However, there were no adverse events or injuries reported based on this incident.